Event description:
It was reported that the pt underwent an aspiration on an unk date, as well as an arthroscopic knee procedure due to pain, swelling, and bleeding into the knee joint. During arthroscopy, debris was noted.

Manufacturer narrative:
Eval summary: review of surgical report provided indicates surgical technique was followed. X-rays were received. Review of the medical history report for the arthroscopic procedure indicated that the pt had fallen a few times on the ice. These falls could be the cause of the reported pain, swelling and bleeding that led to the arthroscopic surgery and the debris detected therein. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.